Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. According to the investigation, foreign material adhered to the device. However, component analysis of the foreign material could not be identified. A root cause could not be identified. Based on the results of the investigation, investigator could not conclusively specify the root cause of the foreign material remained in the device. According to the investigation, it is unknown if the device was reprocessed in accordance with the IFU. IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign object in the scope air/water nozzle. There was no patient involvement.